Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that when this pacemaker was programmed to MRI protection mode at doo 80 bpm, pacing was seen to be in the 30-40 bpm range. Pacer spikes were observed at 80, but the external monitor and palpated pulse were showing perfusion every other pace. MRI protection mode was exited and the device began appropriately pacing at the programmed settings. The sales representative tried different outputs in MRI protection mode and again saw pacing only in the 30-40 bpm range. The representative then programmed the device to doo at 80 bpm and got good capture at 80 bpm. Technical services was not able to explain why intermittent loss of capture was observed while programmed to MRI protection mode. No adverse patient effects were reported. The device remains implanted and in service.